Event description:
A pump alarm was reported while the customer was using it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with loading a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was instructed to use multiple daily injections as a backup therapy and was guided on returning the malfunctioning pump to tandem.